Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 55 months ago. The patient did not return for any follow-up appointments. Currently the aneurysm was 9.3 cm. It was reported that the CT demonstrated that the stent graft has migrated 63 mm. Vessel morphology was reported as disease progression and severe angulation of the aortic neck. The physician has planned to place 4 aortic cuffs, however, the physician placed 6 aortic cuffs. The first aortic cuff was an aneurx and was placed without issue. The second aortic cuff was a talent and was placed without issue. The third aortic cuff a talent was placed, however, the bare spring was sticking into aneurysm sac. (MFR 2953200-2009-00955) the forth aortic cuff a talent was placed proximally to the however there was a type iii endoleak between the two aortic cuffs. (MFR 2953200-2009-00956) the fifth talent was implanted bridging the 3rd and 4th aortic cuffs resolving the type iii endoleak. The sixth aortic cuff a talent was placed without issue. Final angiogram revealed that the migration was resolved and there were no endoleaks present. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, (migration, endoleak). Conclusion: (disease progression and severe angulation of the aortic neck).